Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that at times no matter what level is sometimes the charge takes 10 hours and sometimes 15 minutes. Pt states always says excellent and usually ins is at 40 or 50%. Pt states since implant that has started. Pt states this occurs when charging ins but seems to be taking longer.  [See 704522478 - software issue and 704526772 - controller freezing for omitted information].